Event description:
A 3.0 mm diameter x 15 mm length endeavor otw drug-eluting coronary stent was successfully implanted into a pt for the treatment of an unk lesion. The lesion morphology is unk. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile; was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the pt and was successfully implanted at the lesion site. Two endeavor drug-eluting stents were implanted in the pt. (MFR report# 2953200-2008-00163) it was reported after the case that both of the non-sterile pouches were put in the sterile field. No add'l clinical sequelae were reported and the pt was put on antibiotics; is doing well and will be monitored by the physician.

Manufacturer narrative:
Eval results: failure to follow instructions (IFU states that the outer surface of the inner pouch has a non-sterile exterior with contents that are sterile). Conclusions: user error contributed to event (IFU states that the outer surface of the inner pouch has a non-sterile exterior with contents that are sterile).